Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that the patient was hospitalized for peritonitis from (B)(6) 2017. Treatment rendered at the clinic was gentamicin and vancomycin. It was unknown if the antibiotics were switched at the hospital. White blood cell performed at the clinic on (B)(6) 2017 before hospital admission was 28,375 (unspecified lab unit). Cultures performed at the hospital yielded pseudomonas aeruginosa and klebsiella pneumoniae. As per the nurse, the cause of peritonitis was touch contamination.

Manufacturer narrative:
Clinical evaluation: although a temporal relationship exists between the liberty cycler, the fmc cassette and the reported adverse event of peritonitis, there is no documentation or evidence indicating a causal relationship between the liberty cycler and/or fmc cassette and the adverse event(s). The pdrn reported on 1/feb/2018 the cause of the peritonitis was touch contamination. Additionally, there is no allegation or indication any fresenius device(s) malfunctioned or failed to perform as expected. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly. Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that the patient was hospitalized for peritonitis from (B)(6) 2017 - (B)(6) 2017. Treatment rendered at the clinic was gentamicin and vancomycin. It was unknown if the antibiotics were switched at the hospital. White blood cell performed at the clinic on (B)(6) 2017 before hospital admission was 28,375 (unspecified lab unit). Cultures performed at the hospital yielded pseudomonas aeruginosa and klebsiella pneumoniae. As per the nurse, the cause of peritonitis was touch contamination.